Event description:
It was reported that the pt who had disc herniation underwent a tlif at l4/5 using cage and posterior fixation. It was reported that one month post op, the cage backed out about one third from its original position. The pt did not complain of pain at this time. The revision surgery reportedly will be performed on (B) (6) 2009, to replace the cage with a larger sized cage and maybe add more compression. The surgeon commented that the size of the cage that he implanted may have been too small.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 2990826, 510k # k073291 was cleared in the united states.